Event description:
Dealer is alleging the left front fork and caster are bent on a solara3g wheelchair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.